Event description:
The pt was being fed using a pump. 700 ml of an enteral feeding solution were hung, and the pump was set to deliver 35 ml/hr. 300 ml were delivered in 1 - 3 hrs. Following the event, the pt had vomitting and diarrhea. There was no illness, injury or medical intervention resulting from the event.